Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the pta procedure, when the hydrophilic wire was pushed into the catheter while in a vessel, a white substance accumulated at the edge of the catheter. It was further noted that a white substance was peeling off the wire. The catheter was withdrawn immediately and another device was used, and there were no additional procedures reported.